Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation it was noted the right ventricular (rv) lead and pacemaker exhibited pacing inhibition and high out of range pacing impedance measurements of 2000 ohms. A lead fracture was suspected. A revision procedure was performed where the pacemaker system was left implanted with the outputs were turned down to 0.1 volts and pacing was programmed to a minimum at 30 beats per minute. There was no visable issues seen when the system was viewed under fluoroscopy. No additional adverse patient effects were reported.